Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. It should be noted that the reported patient effect of atrial septal defect (atrial perforation), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation with an mr grade of 4. One clip was implanted successfully reducing mr to 1. After retracting the steerable guide catheter (sgc), a large asd was noted. An asd closure device was implanted for treatment. The patient is stable. No additional information was provided.